Event description:
Customer reported experiencing a low blood glucose level of 47 mg/dl. The customer consumed carbohydrates to manage the low glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.